Event description:
Last year during eye exam, dilated eyes, dilation caused my eyes to be so bad that while I was sitting in the waiting room the people in the waiting room sitting in front of the glare of the window no longer had heads. I had surgery at (B)(6) eye center in (B)(6) in about 2005. I had 20/30 vision when it was done. Now I have -2.25 and -1.75 and the halos and glare is getting very severe that my husband drives at night. It makes it difficult to drive with hard to tell contrast at night and glares and halos. I would never recommend this procedure to anyone (lasix).